Event description:
A cusa excel handpiece did not function during a procedure. There was no power or no frequency in the device. The unit was in contact with the pt, there was no injury; however, the event led to an increase in the surgery time of 60 minutes.

Manufacturer narrative:
To date the device involved in the reported incident was not been received for eval. An investigation has been initiated based upon the reported info.